Event description:
A healthcare employee was reported to have experienced a respiratory reaction, light-headedness and headache after helping clean up a cidex opa spill. It was also reported that the employee already had a cold prior to the event. The employee was stated as almost fully recovered as of 33 days later.